Event description:
The patient's system was explanted, due to infection at the pocket site. The patient received a course of antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect device components involved in the event: model # sc-2208-50. Description: st linear lead, 50cm. The explanted device will not be evaluated as it was discarded by the medical facility.